Manufacturer narrative:
The unit was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. The unit was unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime/compromised force sensor system test, off no power test and excessive no delivery test due to blank display. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that she got into the pool while wearing her insulin pump and the device stopped working. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.